Manufacturer narrative:
It was reported the ics did not give a technical alarm for an electrode that was not connected, and the patient died 10 minutes later. Ics logs showed that life threatening alarms were generated prior to the patient event. The device was tested with no problem found and placed back into use. Trending data that would contain a leads on/off condition, were overwritten where the device holds 72 hours of data. Where the user received multiple life threatening alarms for heart frequency (hf) and arrhythmia prior to the event, electrodes had to be attached for these alarms to occur. Therefor there is no indication of a leads off condition or that our device played a factor in the patients death. There was no indication of a device malfunction.

Event description:
It was reported in (B)(6): this was translated to english: on (B)(6) 2019, at 19:40, the multiview has not given a technical alarm from the telemetry transmitter tele-14. An electrode had been loose. For monitoring, a 3-core cable was used. The patient died 10 minutes later. A technical alarm was triggered in several places. This was always visible at the central.